Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated, replaced and aligned. The system was tested and found to be working as intended and returned to service.